Manufacturer narrative:
Result - sensor coil cord, footboard connector wasn't lining up.

Event description:
It was reported by service report that the headend of the bed wouldn't move and the footboard was not functional. The customer could not determine whether there was pt involvement or if adverse consequences occurred.